Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned for evaluation.

Event description:
It was reported by the customer that solo PICC single lumen back flowing with blood/leaking blood. Additional information received on 21 june 2023: it was stated the event did not involve an urgent/life threatening medical situation. Unable to use PICC line and infuse needed medication until replaced. Patient had to travel from a community hospital to return to facility for correction, delaying treatment even longer. Defective PICC was discarded after new PICC was placed.